Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the identified photos: the photo shows two devices without identification to which side each one belongs, first device apparently has an opening on anterior extended and the second device apparently is intact, has crease fold, wear abrasion and red particles in the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.3., b.5., d.1., d.4., d.7., g.5., h.4., h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side early intracapsular rupture and "linguine sign at the medial aspect of the implant". The device remains implanted.